Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the monitor and rotor assembly.

Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.